Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. The battery ((B)(4)) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files covering the event date were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, above 10% relative state of charge are most likely attributed to communication errors between the controller and batteries. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced a critical battery alarm after connecting a new battery to the controller. The battery was replaced. No patient complications have been reported as a result of this event.